Event description:
A caller reported experiencing a cgm error with their device. The error was resolved without adverse impact to the customer's blood glucose level, as no issues were noted. Technical support guided the caller through a complete pump reset, after which the error did not reoccur, and the sensor session was successfully restarted.